Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva hf y leaked at the septum. The following information was provided by the initial reporter: IV system leaking blood at the distal port. The only negative consequence of this event is that the patient required a second i.v. Start.

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was returned for investigation. The sample exhibited evidence of use. A functional test revealed a leak at the junction between the extension tubing and the pink dual port luer adapter. The leak path appeared to be associated with the bond between the tubing and the adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.